Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 30-dec-2025 against "lot number" 6013473 and similar malfunction code(s): tubing connector detached from infusion set (cannula part/base piece),component defect- malfunction code not on list, the review confirmed that lot 6013473 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-dec-2025 against "lot number" criteria equal 6013473 and similar malfunction code(s): tubing connector detached from infusion set (cannula part/base piece), component defect- malfunction code not on list, the count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013473 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 31-may-2025 with a total of (B)(4) units. The assembly: the lot 5e04126 was assembled according to the wi version 30 and manufactured on 31-may-2025, with a total of (B)(4) units. The lot 5e04127 was assembled according to the wi version 30 and manufactured on 31-may-2025, with a total of (B)(4) units. The lot 5e04128 was assembled according to the wi version 30 and manufactured on 31-sep-2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5e03440 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 29-may-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5e03441 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 31-may-2025, with a total of (B)(4) units. Gluing of tubing of the lot 4k06564 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05, mp08, on 02-nov-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4k06475 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 01-nov-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013473 and related malfunction codes for tubing connector detached from infusion set. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.